Manufacturer narrative:
An investigation is ongoing. A follow-up report will be submitted to share the conclusions.

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from the united states alleged a discrepant result for a single patient while using the cobas sars-cov-2 qualitative assay for use on the cobas 6800/8800 systems. The alleged sample initially generated sars-cov-2 negative and pan-sarbecovirus positive results when tested on the cobas sars-cov-2 qualitative assay for use on the cobas 6800/8800 systems. The patient was retested using the cobas sars-cov-2 & influenza a/b qualitative assay for use on the cobas 6800/8800 systems which generated a negative result for all targets (sars-cov-2, pan-sarbecovirus negative, and flu a/b). The results were released. No harm was alleged. Per FDA¿s eua guidance, 1 MDR will be filed.

Manufacturer narrative:
No systemic issue was identified and the reason for the differences observed is most likely sample specific. The alleged samples generated titers that are below the limit of detection (lod) of the assay and due to the nature of the assay, these results can be expected to waver between positive and negative. Although a definite root cause cannot be pinpointed, a minor contamination event could have occurred in the first round of testing, which may be more likely as the curves for these samples were very flat with a suppressed ic curve. Additionally, if the samples compared are from different collections and it is possible that the already low viral load changed as days passed. The customer is also comparing different assays which while may be looking for the same or similar target, differences in the kit technology may also contribute to the discrepant results that were observed.